Manufacturer narrative:
Date recv'd by MFR: 22may2020. Results and conclusion code updated: the manufacturer¿s field service engineer (fse) remotely confirmed with the customer to replaced the battery to address the reported problem. The customer is still waiting on the periodic maintenance (pm) kit to complete the repair. Customer has requested to close the case. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of reprot: 02feb2020.

Event description:
The customer reported that when (ac) alternating current was connected, the unit continued to operate from battery. The hospital generators were being checked, and when ac was reapplied to the vent, the unit continued direct current (dc) operation. The vent was changed out, and it is unknown whether the patient was bagged or supplemental (o2) oxygen was used. It is unknown if the device had alarm/alert capability as it should have at the time the issue was discovered. There was patient involvement, but no one was harmed.

Manufacturer narrative:
G4: 06may2020. B4: 07may2020. The manufacturer¿s field service engineer (fse) confirmed the reported issue. The fse remotely confirmed that the customer replaced the battery to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.